Event description:
The device was returned for service. During service, baxter service tech reported that the pump powered up with a failure code of 812:02. The hosp rep stated they have no record of any pt incident involving the pump since the last baxter service event.